Manufacturer narrative:
It was reported that the date of surgery was (B)(6)-2014. (B)(4). All pertinent information provided to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
(B)(6). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The manufacturing records were reviewed. All process operations presented in the manufacturing record were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) was generated for the complaint. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol) was stuck in the inserter, and the "back" haptic was cut off. The iol was removed from the eye of a patient with a lens cutter, which required the incision to be enlarged. The lens was removed and replaced in the same procedure, and there was no vitrectomy performed. There were no patient complications and the patient status was reported to be normal after the procedure. No further information has been provided.